Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4) found no significant anomaly. The battery reduced capacity due to over discharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported initially they had no trouble with getting coupling bars and were able to achieve six to eight bars. The consumer made the first two visits to the healthcare provider (hcp) to make sure they were doing it right and put a band-aid on the place where they were getting six bars. However, since last week they had been unable to get more than two bars so they met with the manufacturer¿s representative (rep) who used a new recharger, but it didn¿t make a difference. Troubleshooting was also performed including reposition the antenna and turning the dial, but they couldn¿t get more than two bars so they left it on for several hours with two coupling bars, and then felt the ¿tingling.¿ the night prior they put the recharger on around 6 p.m. And charged until 4 a.m., but in the middle of the night it discharged. It was noted the consumer recharged almost all of the time to get any kind of stimulation. Currently the recharger showed the implantable neurostimulator (ins) was off, so it was reviewed they need to charge and turn the ins back on, but they had no coupling bars. It was noted during recharging the consumer used tape and didn¿t use the belt because they had a better way of holding the recharger. During the call troubleshooting was performed including turning the antenna dial through all four positions, repositioning the antenna, and utilizing the antenna locate feature but this resulted in two bars. During this time the implant was unable to be turned on because the implant didn¿t have enough charge. The rep. Called back later and stated the consumer was unable to achieve any coupling bars so although the recharger wasn¿t beeping or blank a reset was performed which still resulted in zero coupling bars. The rep. Was then asked if there were any pocket issues noted to which they stated they were only able to feel two of the four corners and the implant was tilted. In an attempt to resolve the issue adhesive discs were being sent, a replacement antenna was being sent since theirs was damaged, and an appointment was scheduled with the healthcare provider (hcp) on (B)(6) to check the pocket site. No patient symptoms were reported.

Event description:
Additional information was received from patient via manufacturer representative. It was reported that patient had battery explant and replacement. The patient could not get the battery to recharge. There was no coupling. The physician examined the pocket and concluded it was implanted properly. Parts of the recharger had been replaced but the issue had not been resolved. The battery was replaced to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.